Event description:
Philips received a complaint on the v60 ventilator, indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the accept button was not working, so they could not access the service menu. The rse provided the customer with the replacement part numbers for the switch printed circuit board assembly (pcba), switch cable, and replacement button. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 18oct2023, 24oct2023, and 13nov2023 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.